Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 9:12 am, the result from the meter was >8.0 inr. At 10:45 am, the result from the laboratory was 4.7 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer had no anemia, no antiphospholipid antibodies, no lupus, no direct thrombin inhibitor, no heparin, no changes in diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.